Event description:
It was reported that the patient presented for a follow up in clinic. It was noted the right atrial lead exhibited high pacing impedance. No intervention was performed. The patient was in a stable condition.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.